Manufacturer narrative:
Medwatch report number (B)(4).

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. No changes were reported. There were no patient consequences.